Manufacturer narrative:
As reported, the ventralight st w/ echo ps was removed from the packaging for use and it was discovered that the inflation tube was detached from the echo ps and was unable to be used. Evaluation of the returned sample finds that the mesh has been handled and rolled, consistent with being prepared for use and insertion. The inflation tube has been inadvertently cut resulting in the ¿detachment¿ reported. There are visible surgical tool marks just below where the tube was cut. Based on the sample condition the inflation tube was inadvertently damaged during device preparation. No manufacturing anomalies were found. A review of manufacturing records was conducted and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2025, the ventralight st w/ echo ps was removed from the packaging for use and it was discovered that the inflation tube was detached from the echo ps and was unable to be used. The procedure was completed using new device. There was no patient injury.